Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for post lumbar laminectomy syndrome. Health care professional reported the patient's 'neurostimulation stopped working' and that the patient stated they wanted it removed. A loss of therapy was reported. The event date was unknown however the caller stated it might have been a month ago. No further information was reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.